Manufacturer narrative:
No damages or defects were found that would cause infection. The exact cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The site was soar and was swollen to the size of a baseball. The patient was taken to the doctors at the urgent care and diagnosed with cellulitis. The patient was prescribed clindamycin and was directed to take 4 times a day for 10 days at 300 mg tablets. They also drew a red line around the site to make sure it did not grow larger.